Manufacturer narrative:
Additional info: h6 (hand switch board) the reported event of "an ar-8305 synergy resection shaver console had water damage, screen flickering, shavers, and pedal not responding" is confirmed. This evaluation determined that the reported event occurred due to normal wear and tear resulting in moisture intrusion on the hand switch board.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6)2023, it was reported by a facility representative via sems that an ar-8305 synergy resection shaver console had water damage, screen flickering, shavers, and pedal not responding. This happened during the case, they used another console to complete it. This occurred during use in an unspecified procedure with no patient harm.